Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the leadless implantable pulse generator (ipg) introducer exhibited a broken valve. It was further reported that while preparing the introducer, the physician noticed a crack on the mouthpiece. The leadless ipg introducer was opened/not used and replaced. No patient was involved in this event.

Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. The delivery system introducer flush tube was kinked/buckled. The flush tube of the delivery system introducer was occluded. Visual analysis of the introducer indicated damage during use. The analyst noted the introducer was returned with the dilator fully inserted in the sheath of the introducer. The flush tube was kinked at the ferrule of the side port assembly. The flush tube of the side port assembly was cut and leaks during flushing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. The delivery system introducer flush tube was kinked/buckled. There was a mechanical issue with the flush tube of the delivery system introducer. Visual analysis of the introducer indicated damage during use. The analyst noted the introducer was returned with the dilator fully inserted in the sheath of the introducer. The flush tube was kinked at the ferrule of the side port assembly. The flush tube of the side port assembly was cut and leaks during flushing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.